Event description:
It was reported that the patient underwent a transforaminal fusion at l5-s1 using bmp2_acs. Subsequently, patient was diagnosed with chronic pain in his back and legs. No additional information has been provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion utilizing an interbody device along with rhbmp-2/acs. Post-op the patient was diagnosed with chronic pain and boney overgrowth. As a result, the patient has required extensive medical treatment. The patient has never recovered from his surgery, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Event description:
It was reported that on (B)(6) 2010, the patient presented with pre-op diagnosis of lumbar degenerative disk disease , l5-s1, significant central and left sided herniation with left s1 radiculopathy. Chronic low back pain. The patient underwent following procedures: posterior spinal fusion l5-s1. Transpedicular decompression of bilateral disc bulge and nerve roots l5-s1. Transforaminal lumbar interbody fusion , l5-s1. Placement of interbody cage , bmp sponge . Per op-notes, "...instrumentation system was used to place a rod to the multiaxial head of the screws . Plugs were then placed to tighten the rods. .... Interbody fusion peek cage packed with local bone and bmp sponges was placed in the interbody fusion device through a transforaminal lumbar approach at l5-s1.."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.